Manufacturer narrative:
The autopulse lifeband (lot#: 95634) was returned with the autopulse platform s/n: (B)(4). The reported complaint of the platform made a popping noise was confirmed due the lifeband's used during the patient event was broken/damaged stitching, likely attributed to defective component. During visual inspection, the lifeband clip is out of the lifeband due to broken/damaged stitching, thus confirming the reported complaint. The observed physical damage of the returned lifeband cannot be properly secured on the autopulse platform, and therefore, the lifeband was not functional. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number: (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start, or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (serial#: (B)(4)) made a popping sound, it stopped compression and displayed "realign lifeband" error message. Crew realigned the patient and the lifeband, but error message persisted. The lifeband was observed torn around the band clip. Crew performed manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the cath lab. Per reporter, the patient's death was not related to the lifeband. Please see the following related MFR report: MFR 3010617000-2020-01219 for the platform.